Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing including the displacement, operating currents, reset error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. No moisture damage was noted to the liquid crystal display board, mother board, interface board, radio frequency board, motor, vibrator motor or battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer did not trust the insulin pump due to moisture damage. The blood glucose reading was 94 mg/dl. The insulin pump will be replaced and returned for analysis.